Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas pure c 303 analytical unit. The initial a1c-3 result was 19.7%. The sample was repeated and the result was 6.98%. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 765168 and the expiration date is 31-mar-2025. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) adjusted the the cuvette washing fluid levels and the sample probe position. The fse also checked the main pump pressure, high pressure pump pressure, and the cuvette wash fluids. The service maintenance actions performed by the fse resolved the issue.